Event description:
The customer tested his blood glucose using his breeze2 meters and received readings of 116 and 43 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for eval. Replacement strips were sent to the customer.